Manufacturer narrative:
A ge healthcare service technician replaced the power switch to resolve the issue that was discovered. No report of patient involvement.

Event description:
The ge healthcare service technician reported that the power switch is defective causing the unit to reset if the cap is flipped or bumped. There was no report of patient involvement.